Event description:
The plate-holding pin driver used to hold pedicle screws for use during spinal fusion surgery was found to have foreign material inside the instrument after the device was broken. There were two white handle pin drivers, in which water and rust stains were found. The one blue handled pin driver was found to be tested positive for hemoglobin. Testing was completed with a residual soil test. The white unit are older than two years and have been used with minimal use, the blue unit has been in service for two years and has had minimal use.